Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis approximately 38.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The conductor coil was fractured in this region which can be considered the root cause of the reported loss of capture. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture and total loss of capture. No adverse patient events were reported. Should additional information be reported, this file will be updated.